Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR #1225714-2014-00893.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00893 and 1225714-2014-00894.

Event description:
Additional information received noted that the pt experienced myocardial infarction.